Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the transmitter was not working. No additional event or patient information is available. Data was provided for evaluation. The data investigation confirmed a signal loss on (B)(6) 2018. A root cause could not be determined.